Event description:
Placement was difficult. During flush in or, no leaks detected. They used the white lumen w/o difficulty. The red lumen burst & they had major extravasation with a vesicant drug which caused the pt much pain & burning. They had to remove and replace the catheter.

Manufacturer narrative:
Product implicated and returned for eval is a 9.5fr dual lumen catheter w/cuff & tissue ingrowth cuff from intermediate kit. Catheter appears to be complete with blunt connectors inserted into their respective lumens. Suture wing is secured on cathether approx 1.5" distal to bifurcation with black multi-filament sutures. Cuff is clean and free of residue. Tissue ingrowth cuff organic material is missing from its silicone base. Two small slits are seen just proximal to base. Both lumens appear to be clear. Overall length of sample measures 25.7". History review of lot number 36gg5904 shows no mfg issues, and no other field complaints concerning subcutaneous leakage reported for this lot. Notes in file indicate that catheter was placed with difficulty in right jugular vein. No leaks were detected in operating room. Later, during infusion of the red(distal) lumen, it burst and extravasation burned pt. A flow study was done and leakage came from under skin just proximal from tissue ingrowth cuff. Catheter was removed. Two holes were noticed in distal lumen adjacent to cuff. Initial eval and decontamination notes both lumens to be patent to flusing. Upon further eval, a tactile exam of catheter shows tubing to be elastically weakned from first depth marker to proximal side of third depth marker. When tubing is placed under tension between fingers it has a rippled effect. Tubing may have been gripped with a clamping device when handled before or after placement. No other elastic weakness is noticed in catheter body except at two small slits in tubing just proximal to tissue ingrowth cuff base. Slits are viewed under 10x magnification. They are in clear portion of tubing parallel to each other, approx 0.05" apart, and diagonal with axis of tubing. Slit surfaces are glossy ans smooth with faint striations across cut plane. This damage is typical of a cut with sharp instrument such as a suture needle tip or scalpel blade. Cuts appear to breach distal lumen only. Both lumens are patent from hub to their respective valve openings when flushed with a 10cc syringe filled with water. Distal lumen also leaks from two slits. No other leaks are noticed in distal or proximal lumens when they ar pressurized by occluding valve and leak area with finger pressure. Subcutaneous catheter leakage is confirmed. It should be recorded as user-related, since catheter tubing appears to have been damaged through user error. Due to nature of tubing, instructions for use cautions user to avoid contact with sharp instruments.